Manufacturer narrative:
Citation: chung yh, et al. Transcatheter aortic valve replacement versus sutureless aortic valve replacement: a single center retrospective cohort study. Yonsei med j. 2021 oct;62(10):885-894. Doi: 10.3349/ymj.2021.62.10.885. Published online sep 10, 2021. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the outcomes in patients undergoing either transcatheter aortic valve replacement (tavr) or a sutureless aortic valve replacement (su-avr). All data was retrospectively collected from a single center between july 2011 and september 2019. The overall study population included 320 patients (tavr group = 254, su-avr group = 66). Of the 254 tavr patients (predominantly female, mean age 81.3 years), 182 were implanted with a medtronic transcatheter valve: corevalve (n = 64), evolut r (n = 101), or evolut pro (n = 17). No unique device identifier numbers were provided. In the tavr group, a total of 36 deaths occurred within the one year of tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the tavr group, adverse events included: stroke; myocardial infarction; permanent pacemaker implantation; new-onset left bundle b ranch block; complete heart block; major/life-threatening bleeding; major vascular complication; conversion to surgery; coronary obstruction; hospitalization for heart failure; endocarditis; valve thrombosis; new-onset atrial fibrillation; patient-prosthesis mismatch; and mild to moderate paravalvular leak. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.